Event description:
On (B)(6) 2012, the patient (pt) contacted animas reporting that his pump started to alarm call service alarm "cs 064-0001." He disconnected from the pump and removed the battery to silence the alarm. When he rebooted the pump, the pump displayed a replace battery message. He then replaced the battery and started to rewind the pump when another call service alarm occurred (cs 078-0001). The cs 078-0001 would repeat each time he would attempt to rewind the pump and then the pump completely lost power. The patient denied any cracks in the pump, the keypad was intact, there was no moisture in the battery compartment, and the battery cap was secured prior to the alarms. However, there was moisture found under the display screen. There were no allegations of harm or injury as a result of the reported power issue. However, this complaint is being reported because reported issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has been returned to animas for evaluation but investigations have not been completed at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. A review of the black box indicated rebooting had occurred. The pump powers on with functional auditory and vibratory features. All keypad buttons respond appropriately to user input. A rewind, load, and prime sequence was performed and the pump emitted a "replace battery" alarm. Additional testing could not be completed due to inability to clear the alarm. A case seal leak was found during investigation, and visual inspection revealed damage to the pump casing near the ir window. The pump cover was removed, revealing internal moisture inside the pump.